Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted once results are available.

Event description:
The customer reported receiving an error 6 message on his precision xtra meter and was unable to get a reading result. He reports experiencing symptoms of "lightheadedness, thirst, blurred vision, and frequent urination." The customer stated he was seen by his family doctor, diagnosed with diabetic ketoacidosis and treated with metformin in addition to his normal diabetic medications. There was no report of death or permanent impairment associated with this case.